Event description:
It was reported during the procedure the liner would not assemble with the shell. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; d9; g3; h2; h3; h6. The etching on the returned liner was verified to match the complaint. The returned liner is in nearly pristine condition. No damage or blemishes were observed on the outer radius, side wall, scallops or inner radius. One instance of a scratch causing deformation to the barb was observed. The event is confirmed via returned product as there was damage to the barb indicating the liner locking feature was hitting on something. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.